Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No delivery anomaly or excessive no delivery alarms noted.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 297 mg/dl. Customer treated with manual injection. Customer experienced vomiting, nausea, dry mouth and frequent urination. The blood glucose reading at the time of the event was 303 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.